Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. (B)(4).

Event description:
Lap chole - "trocar went without any issue, then the top portion broke (outside the body) as the camera was being inserted. Dr (B)(6) performed this procedure." Patient status - patient is fine. Medwatch report: lap cholecystectomy on (B)(6) 2016 - "trocar was inserted without difficulty. When the scope was placed into the trocar the top of the trocar fell apart. No harm to the patient, no fragments or foreign bodies needed to be retrieved from inside the patient."

Manufacturer narrative:
Additional information received. We have tried to obtain the incident device for evaluation with no success. The event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. Although the root cause could not be determined, applied medical continuously seeks to improve the form, function and ease of use of its products and will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. This report is to follow up with medwatch# (B)(4).

Event description:
Additional information received via email from customer on february 12, 2016:it was described as the "cuff" at the external opening where the camera is inserted which I would assume is what you are calling the stability cone. It broke into several pieces. Since no internal harm was noted I believe that the "seal" was intact.